Manufacturer narrative:
The device was received with all buttons responding properly. The device passed the sleep current measurement, active current measurement, and the displacement test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected noted during testing. All operating currents are within specification. And no unexpected audio anomaly, absence of audio alarms failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The keypad was unresponsive and often needed to press a few times before the insulin pump reacted; especially the middle round button. The insulin pump had an insulin pump error alarm and a power error alarm during the self-test. The insulin pump needed rewind. The same error alarms recurred during another self-test. The device will be returned for analysis.